Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). (B)(6).

Event description:
It was reported that the quadrox had abnormal internal pressure reading. (B)(4).

Manufacturer narrative:
After several requests no information has been received about this complaint. The complaint initiator assume that the parts have been scrapped and no investigation could be performed. Therefore this complaint will be closed. A supplemental medwatch will be submitted if additional information becomes available. Maquet medical systems,USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer: maquet medical systems USA (B)(4). Contact person: (B)(6).

Event description:
Ref.: (B)(4). Customer ref.: (B)(4).